Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. The 3rd party usb data cable was removed and disposed of. After observing proper device operation through functional and performance testing, the device was put back into service. The removed 3rd party usb data cable was disposed of by the customer and not available for further examination.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. There was no patient use associated with the reported issue.